Event description:
Additional information was received reporting that date the event first started was two weeks prior to their hospital admission on (B)(6) 2012. The patient had an infection that was caused by the patient scratching himself over the vns incision until it started to bleed/drainage and infection followed. Review of the manufacturing records confirmed sterilization of the generator prior to distribution. Previous infection event on (B)(6) 2011 was addressed in medwatch report number # 1644487-2011-02500.

Event description:
The product analysis was completed on the explanted generator. An end-of-service warning message was verified in the product analysis lab and found to be associated with the output being disabled by the pulse generator. A cautery was used at the time of explant which would have disabled the generator. This had no impact on the patient as not implanted at the time. The output was re-enabled in the (B)(4) lab for subsequent testing. Results of diagnostic testing, after a reset of the pulse disable bit in the generator memory, indicated the device was operating properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no mechanical or visual issues identified with the returned generator. Product analysis was completed on the explanted lead. Araded openings in the outer tubing were noted. There were no observed product related issues with the returned lead portions other than the typical wear and explant related observations, no anomalies were identified in the returned lead.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received that the patient's vns device remains infected. The patient's infection did not resolve. Explant is planned for (B)(6) 2012. The patient may have their vns reimplanted in 6 months. It will be decided at that time.

Event description:
A surgeon's office reported that they had to take a patient implanted with a vns system to surgery and go in and clean out his generator site and ultimately "bury" the generator a little deeper in his chest. Initially, it was thought that he had infection back in (B)(6) 2011. Cultures were taken and it was found to be fine. Now, it looked like the generator was starting to pull the incision open so they went in and placed it deeper. Good faith attempts are underway for further information about the reported event.